Event description:
A hemodialysis inpatient user facility has reported that a hemodialysis pt's platelet count was noted to decrease after dialysis, while being dialyzed with an f-160 membrane. The treatment was ordered without heparin. There was no report of bleeding or bruising. The pt was switched to an alternative dialyzer and completed dialysis therapy with no drop in platelet count. The pt has successfully transitioned to peritoneal dialysis and has been discharged to home. The fresenius dialyzer used is unk. There is no sample available for eval.